Manufacturer narrative:
The reported issue was not confirmed. The device was found to have a flow rate accuracy of -0.75%, which is within the +/-5% specification. The device was also found to fail the 30 psi occlusion test; this issue was not related to the user-reported complaint. The device was repaired and tested to meet all specifications on 09/07/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00258).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the device.

Event description:
The user reported that the device was not infusing as programmed. A nurse was giving the infusion to a patient. The solution was supposed to be infused for 3 hours, but the infusion completed within approximately 1 hour. No patient harm or injury occured for this case.